Event description:
It was reported that when the autopulse platform was placed on patients, the platform will size, but will not start compressions. The platform would either turn off or display a message to re-align the patient. No adverse patient sequelae was reported. No further information was provided. Manufacturer has requested additional information on (B)(4) 2013; however, no additional information has been obtained.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2013 for investigation. Investigation results as follows: the reported complaint was confirmed during review of the archive. The archive indicated that batteries with s/ns (B)(4) were weak under load causing multiple user advisory 45 faults (not at "home" position after power-on/restart) to occur on multiple dates including the reported event date of (B)(6) 2013.